Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the set infusing chemotherapy to a patient was noted to be leaking from the bottom of the drip chamber. There was no patient harm.

Manufacturer narrative:
No product will be returned per the customer. A photo provided by the customer did not show any issues. The customer's report that the tubing leaked could not be confirmed.

Event description:
The customer reported that the set infusing chemotherapy to a patient was noted to be leaking from the bottom of the drip chamber. There was no patient harm.